Manufacturer narrative:
Intellatip mifi oi temperature ablation catheter was evaluated by boston scientific. Visual inspection noted that the device does not have visual defects. Functional test shows that the plunger functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed, and the device was found within specifications. No open or shorts were detected. Rf ablation test was done and verified by using the maestro generator 4000 and metriq pump, and the device was found within specifications. Laboratory analysis was unable to confirm the reported clinical observations. Device was found within specifications.

Event description:
It was reported that during a procedure to treat a paroxysmal supraventricular tachycardia (psvt), an intellatip mifi oi temperature ablation catheter was selected for use. Temperature control mode was in use. After insertion into the patient, it was not possible to ablate because temperature was too high. Issue was persistent. No error messages were displayed on the ep recording system. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat a paroxysmal supraventricular tachycardia (psvt), an intellatip mifi oi temperature ablation catheter was selected for use. Temperature control mode was in use. After insertion into the patient, it was not possible to ablate because temperature was too high. Issue was persistent. No error messages were displayed on the ep recording system. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.